Event description:
It was reported by service report that the head of the bed was not moving up or down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power lift coil cable failed.